Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that shaft of the flipcutter is broken. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging, excessive bending/drilling forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that while drilling tibial socket for a graftlink pcl reconstruction, the flipcutter's tip had been flipped and was beginning to spin to drill the tibial socket when the outer shaft of the flipcutter broke at the anterior tibial cortex. The inner part of the flipcutter was removed, leaving the external flipcutter and tip of the flipcutter remaining in the patient's tibia. An arthrex coring reamer was used on the anterior tibial cortex to drill around the broken flipcutter shaft (surgical intervention). A pliers was then able to grab the flipcutter remnant and pull it and the tip of the flipcutter out of the patient's tibia anteriorly. The pcl reconstruction was then completed with no further complications.